Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "biofilm formation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 0.5 ml unspecified juvéderm® voluma¿and 0.5 ml unspecified juvéderm® volift¿ in the "lower face area and the area between eyebrows". Approximately 15 days later, patient presented with "biofilm formation" in the injected sites. No diagnostic testing was provided to confirm biofilm. Patient treated with "material dilution and antibiotic treatment". Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00506 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, unspecified juvéderm® volift¿.